Event description:
The lay user/patient contacted lifescan alleging that the product display issue of black marks was unresolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and control solution for evaluation, but has not yet received them. If either the meter or control solution are returned, lifescan will evaluate it/them and, if either the meter or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.